Event description:
Patient was wearing contact lenses on a 30-day continuous wear basis. The doctor reports the patient came in for an unscheduled visit with symptoms of slight pain, blurr, and redness o.d. The doctor indicates the patient had a corneal ulcer o.d., approximately 1 mm in size located paracentrally at the 2:00 position and 3 mm from the limbus. Visual acuity was 20/50, the anterior chamber showed grade 2+ cells and the iop was 6. The ulcer did not appear to penetrate bowman's membrane and appeared to be sterile; no culture was done. A diagnosis of iritis as a result of a sterile corneal ulcer was made. Following treatment, the epithelial defect had completely healed and the anterior chamber was quiet. Some central scarring with a small epithelial defect remains, however, full resolution is expected.